Event description:
It was reported that when the device with a cartridge was used during a hysterectomy, the staples would not close and there was staple line leakage. They used sutures to complete the case.